Manufacturer narrative:
The patient continues on vad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a right ventricular assist device (rvad). The vad coordinator reported that there is a tear on the casing of the vad. Rescue tape was applied to the site. The patient has been listed for transplant and is currently awaiting transplant.